Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. Patient stated she was getting shocked. Patient stated she was getting dozens of shocks from her toes up to her knees. Patient stated the shocks were like when you touch a person/animal and get shocked, only stronger. Patient stated she had been having side effects from her device. Patient stated she had been having issues since her device was implanted. Patient stated she had been shocked dozens of times from her toes to her knee. Patient stated the hcp and manufacturer's representative (rep) have no idea what is wrong with her device and she had seen that multiple times. Patient stated the shocking stops when she turns her device all the way down or when the stimulation is off but then she gets no relief. Patient stated she has never got hep with her back since implant. Patient stated she worked with a few reps to do programming. Patient stated trial worked great and she was implanted for fibromyalgia. Patient reported next appointment with hcp on (B)(6) 2019. No further complications were reported/anticipated.